Event description:
It was reported that following withdrawal symptoms and subsequent replacement of a catheter due to epidural position, the pt developed meningitis. The entire system was removed. Final pt outcome was not reported. See also MFR's report # 6000030200702414.